Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have the blade broken at the midpoint. A piece approximately 0.084" x 0.205" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Review of an image provided by the customer of the instrument is consistent with the instrument missing part of the tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke. A fragment from the instrument fell inside the patient but was immediately retrieved during the same surgical procedure. Head broke. The user completed the procedure robotically using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no instrument collision.